Manufacturer narrative:
Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead, product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that a third overdischarge was confirmed. A physician mode recharge (pmr) was performed that took about two hours which successfully reset the device and a normal recharge screen was seen. No diagnostic testing or troubleshooting was performed. The cause of the issue was unknown but the issue was not resolved. It was noted there was no alleged product issue. The patient went home to complete the recharging session and lost the recharge screen. The manufacturer¿s representative (rep) met with the patient the next day and another pmr was performed and the patient went home and recharged fully. The patient text the rep. A picture proving that he had completely recharged his battery. The rep. Met with the patient to clear the por so that he could use his remote. All programs were saved but the rep. Was unable to turn the implantable neurostimulator (ins) on. The end of service (eos) icon appeared. The clinician programmer was turned off and then interrogated with the same results. The rep. Mentioned they didn¿t know if the patient had a previous overdischarge in the past but once the eos was triggered there was nothing to do. The ins was approximately five years old. The rep. Noticed that on the charge details and information was present and the last charging session was (B)(6) 2000. No patient symptoms or complications were associated with the event. At the time of the report the patient was alive with no injury. The rep. Was going to be meeting with the patient again at the physician¿s office on (B)(6) at 1 p.m. To review and possibly discuss an ins replacement. It was further reported that the replacement/explant was tentatively scheduled for (B)(6). The patient was currently unable to use the device. The device was explanted on (B)(6). It was noted that the battery had premature battery depletion and an overdischarge was confirmed (it was unknown what number it was). A physician mode recharge (pmr) was performed but could not power on reset the device. The patient had been unable to charge there battery and therefore experienced a loss of stimulation benefit and needed to take pain medicine to relive their headache and pain in the head, and the patient was reprogrammed. The device was replaced. At the time of the report the patient was alive with no injury. It was noted there were no device malfunctions noticed with the explant of the device. Following replacement, the patient was getting good coverage post-operatively and recovered without sequela. The rep. Left the patient two messages to check their status post discharge to home but had not received a call back. There was no patient death or injury related to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) found no significant anomaly. The ins battery was at end of service due to three overdischarges.